Event description:
It was reported that the lead alert triggered, and the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited a spike in impedances to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.